Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the caregiver was not sure of how to clean the purewick accessories replacement kit. The caregiver advised that the patient was prone to urinary tract infections. The representative discussed cleaning of the kit and asked about urinary tract infections if the patient had before and while using purewick female external catheter. The representative discussed cleaning skin before placing wick. It was noted that the patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. It was noted that the original purewick accessories replacement kit was shipped on 08jun2021. Per follow up received via phone on 13sep2022, it was stated that the patient had three urinary tract infections recently. The patient was prescribed with antibiotics.

Event description:
It was reported that the caregiver was not sure of how to clean the purewick accessories replacement kit. The caregiver advised that the patient was prone to urinary tract infections. The representative discussed cleaning of the kit and asked about urinary tract infections if the patient had before and while using purewick female external catheter. The representative discussed cleaning skin before placing wick. It was noted that the patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. It was noted that the original purewick accessories replacement kit was shipped on 08jun2021. Per follow up received via phone on (B)(6) 2022, it was stated that the patient had three urinary tract infections recently. The patient was prescribed with antibiotics.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ""warnings: discontinue use if an allergic reaction occurs." "Precautions: not recommended for patients who are: ¿ agitated, combative, or uncooperative and might remove the purewicktm female external catheter ¿ experiencing skin irritation or breakdown at the site". " recommendations: ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days"." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.